Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed secondary and alternate vector artifacts were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this patient received inappropriate shocks due to oversensing of artifacts in the alternate vector. It was discussed that these artifacts are consistent with either slightly loosened setscrew or seal plug damage. The system was programmed to primary vector and all artifacts were resolved. This system is currently still in service. No adverse patient effects.